Event description:
It was reported that the patient never had effective therapy following their implant. Surgical intervention was undertaken, and the system was explanted shortly after at an unknown date. It is unknown which lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: 5104538.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.